Event description:
It was reported that an alert triggered for lead integrity. Oversensing and noise was noted on the right ventricular lead. The patient reported being in a swimming pool at the time of the episodes, and the noise pattern looked like electrical magnetic interference. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.